Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 9f sheath hole prior to a percutaneous endovascular abdominal aortic aneurysm (pevar) procedure. Reportedly, the first prostyle suture was attempted to be pre-placed at the 11 o¿clock position according to the correct procedure. When the plunger was pushed down at 45 degrees and then removed, the suture was not present. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to 18f and the pevar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.